Event description:
It was reported that the power from the laser energy was painful while using elite iq. Site confirmed no patient injury occurred. Technician found the handpiece delivering low energy >20% out of specification. Due to the energy operating out of the specification range, this event is an aro (accidental radiation occurrence) and therefore reportable.